Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2008 due to patient allegations of pain and loss of range of motion. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2008 left hip revision operative report noted the revision was due to pain. The operative further noted the presence of turbid gray-colored fluid, tissue destruction, a thick reactive capsule, eroded abductors, the necrotic and gray-colored appearing proximal femur, necrotic chalky tissue, debris, reactive scar tissue, a loose acetabular cup, bony erosion of the acetabular cavity, a medial wall defect, and cavitary defects. The modular head and acetabular cup were removed and replaced with a competitor¿s cup and biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-04307 & 2014-05271).